Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) the power slot board was found to be corroded. There was no patient involvements.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only.providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional contact information: (B)(6). Contact department: biomed. A getinge field service engineer evaluated replaced power slot board. Upon completing the pm on unit discovered that one of the ground wires on the power slot board were corroded from a previous saline spill. Upon reviewing the logs there were no faults or alarms noted. Did not see any other components effected.it is unknown of patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received power slot interface board with a reported unit failure of power slot board corroded with saline. The failure analysis and testing dept. Performed a visual inspection of the part received and observed white residue on the part which is consistent with saline. Due to the saline spill on the board, it cannot be installed and investigated any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.